Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an in-clinic follow up was scheduled for an unknown date in the future. No adverse patient effects were reported.

Event description:
Additional information was received that oversensing of noise was also observed, however, did not result in pacing inhibition. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. Out of range measurements and noise were also able to be produced on the shock channel with pocket manipulations. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.